Manufacturer narrative:
The return of the was requested. If the product is returned, product investigation will be performed, and - complaint would be updated upon analysis completion.

Event description:
It was reported that this right ventricular (rv) lead had fracture. This lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the was requested. If the product is returned, product investigation will be performed, and - complaint would be updated upon analysis completion. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The fracture allegation was confirmed - based on the finding of a fractured inner conductor, located at approx. 115 mm from the terminal end. Fracture characteristics are consistent with cyclic fatigue. The fracture site indicates there was a suture tied tightly in this area, potentially directly on the lead. The observed damage is not deemed to indicate a product defect or malfunction. Based on the results of the investigation, no escalation is required.

Event description:
It was reported that this right ventricular (rv) lead had fracture. This lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.